Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 20ga x 1.16in had silicone visible on the needle. The following information was provided by the initial reporter: foreign material (like jelly) in catheter needle tip.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-aug-2022. H6: investigation summary: two videos and two samples in open packaging were received by our quality team for evaluation. The videos were subjected to visual inspection. In the first video, it was observed that the user was removing a white / transparent, loose, sticky substance from the insyte cannula tip using a hypodermic needle. In the second video, it was observed that the user was removing some transparent, sticky substance from the inside of the cannula of an insyte product using a hypodermic needle. The samples were subjected to visual inspection. For both samples, under 20x magnification, no visible transparent, sticky substance was observed on the cannula. The samples were subjected to cannula flashback testing and passed. A device history record review found no non-conformances associated with this issue during production of this batch. It is very likely that the substance was already removed prior to sample return, as shown in the returned videos. The sticky, gel-like substance was observed in the returned videos is most likely the lubricant. The lubricant was applied onto the cannula outer surface including the tip during the manufacturing process to aid the penetration during needle insertion. Given the gel-like nature of the lubricant, it was possible that excessive lubricant on the cannula tip could be pushed into the inside of the cannula during the catheter to cannula set together process. However, as all returned samples passed testing, it showed that the lubricant did not clog the cannula, therefore, this is not a functional defect.

Event description:
It was reported that the bd angiocath plus¿ i.v. Catheter 20ga x 1.16in had silicone visible on the needle. The following information was provided by the initial reporter: foreign material(like jelly) in catheter needle tip.